Event description:
It was reported that during a stomach tube formation procedure, the hand switch became non-functional early in the case. Another device was used to complete the case. There were no adverse consequences to the patient. The device was discarded.

Manufacturer narrative:
Information not available, device not returned for analysis.